Event description:
It was reported that a patient who was diagnosed with spondylolisthesis at l4-5 underwent surgery with posterior fixation implanted at l4-5. Post-op x-rays revealed a broken rod. No revision surgery has occurred. No patient complications were reported.

Manufacturer narrative:
Device has not returned to medtronic for evaluation. Unable to determine cause of the event.